Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The reported resistance with the guiding catheter was not confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for resistance with the guiding catheter or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 2.0 x 12 mm mini trek was inserted; however, resistance was noted with the guiding catheter. The mini trek was removed without resistance, but the proximal shaft was observed to be separated. A new mini trek was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.